Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received vela power supply and performed a failure investigation. The reported issue was not able to be duplicated in the laboratory setting. The uut was tested and found to function normally. No corrective or preventative action is required at this time, the reported failure was not duplicated.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator has a power assembly problem and the event log recorded "5v supply too low", "vent inop", "fan failure" and "motor fault" alarm conditions. The customer did not provide any information regarding patient involvement, it is currently unknown.